Event description:
It was reported that the user experienced a low blood glucose reading of 74 mg/dl, treated with juice, returned to range, then noted a downward trend within range and treated again. Education was provided to avoid overtreating and to time hypoglycemia treatment appropriately, and no device component was implicated. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage issue identified related to overtreating hypoglycemia and failure to follow instructions, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.